Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under the rear therapy electrodes. The area was described as red, bumpy, and itchy, with peeling skin due to scratching. During a follow up, the patient reported that the rash had gotten worse and was infected. The patient reported that her mother purchased a cream to use on the irritation and that they would be reaching out to her doctor. Multiple attempts to follow up with the patient on the final condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown.